Event description:
It has been reported that during the procedure upon completion of inflation, the wire became lodged within the balloon. It was necessary for the physician to removed and replace both the wire and the balloon. There is no report of pt injury and the device is being returned for analysis.